Manufacturer narrative:
Product investigation completed. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing (krt). The pump passed functional testing and performed within product specifications. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon failed functional testing at 81.3 cmh2o for product specifications at 71-80 cmh2o. Product analysis identified a malfunction with the balloon component. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) as the device was not working. A surgery was performed in which a leak was identified in the system from an unknown location. During the procedure all the components were removed and replaced. The patient was said to be good following the procedure.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) as the device was not working. A surgery was performed in which a leak was identified in the system from an unknown location. During the procedure all the components were removed and replaced. The patient was said to be good following the procedure.